Event description:
It was reported that during a cryo ablation procedure, the sheath tip was bent after being manipulated and could not be straightened out. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.